Event description:
A report was received that the patient was having difficulty charging her ipg due to the pocket being too deep. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead with platnalock technology - 50cm additional information indicates that during the pocket revision, the physician chose to replace the ipg and the paddle lead. The patient is reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging her ipg due to the pocket being too deep. The patient will undergo a pocket revision procedure.